Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from port 2. The event occurred during an unspecified process step during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-02960. All information can be found under manufacturer report number 1416980-2022-02960. Should additional relevant information become available, a supplemental report will be submitted.